Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The xience v (part 1009539-28, lot 7101561), xience v (part 1009541-23, lot 7102961), xience v (part 1009541-23, lot 7102961), and the xience v (part 1009541-18, lot 7103161), are being filed under this MFR#.

Event description:
Device malfunction: none. Adverse event: in-stent restenosis requiring medical intervention. Onset of adverse event: approximately 19 months after the procedure. It was reported via a trial that approximately 19 months post placement of 5 xience v stents in the mid and distal right coronary artery (rca), the pt reported fatigue. On (B) (6) 2010, a cutting balloon procedure was performed to the proximal, mid and distal rca. There was no adverse pt sequela reported. Although requested, there was no additional information provided.